Event description:
It was reported that a few hours after the catheter was indwelled, blood leaked around the handle of the stopcock. As a result, the stopcock only was removed and replaced with a new one. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.